Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead did no capture, impedance was in the "300s", and high thresholds. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.